Event description:
It was reported to vyaire medical that the vela ventilator was failing the exhalation transducer calibration. It was stated that when trying to zero the exhalation pressure transducer, the ad reads 4000. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.